Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per the sales representative, there are multiple quikdrives that will not operate. Four of them will not operate after a battery is attached and one continuously runs. There was a fifth one that is working and was able to be used in surgery.

Manufacturer narrative:
The reported event that the device ran continuously could not be confirmed. The returned device was forwarded to the supplier. The result of the investigation of our supplier indicated that the qdm, catalog # 62-50101, sn # (B)(4) did work as specified. It was stated that the housing show marks of hard impacts. Based on previous performed investigations and the troubleshooting guidelines the most likely root cause could have been that the device was used under too hot conditions, exposed to hard impacts causing a temporarily sensor failure or an insufficient cleaning / maintenance procedure leading to the reported run on situation. Therefore this event could be attributed to a user related issue. No indication was found that the determined observation was a design, material or manufacturing process related issue.

Event description:
Per the sales representative, there are multiple quikdrives that will not operate. Four of them will not operate after a battery is attached and one continuously runs. There was a fifth one that is working and was able to be used in surgery.